Event description:
It was reported that a cartridge alarm occurred during pumping, identified as alarm 30. There was no adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy after attempting to load a new cartridge, as the alarm recurred. Technical support decided to replace the pump, and the customer will use an alternate insulin delivery method as backup therapy.